Event description:
It was reported that the patient had been transferred to a hospital for potential baclofen withdrawal. The pump had been interrogated and a print-out was created, but there no known cause for the event. It was stated that the patient was ¿with injury¿, though no further details were provided. The device system was used to deliver lioresal. Four days later, it was reported that a nurse was trying to discharge the patient on the date that the event was initially reported.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).